Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
This is the first of three reports concerning the same pt and same surgery. This report concerns a malibu polyaxial screwdriver. (Product ID 91-2110). It was reported during a posterior lumbar interbody fusion (plif) surgery, the malibu polyaxial screwdriver stripped. There was a 10 to 15 minute delay in surgery due to the reported issues. There was no reported injury to the pt.